Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt with severe peripheral vascular disease and no palpable pulses. The device was deployed and hemostasis was successfully achieved. The pt was discharged home later that day. The pt returned to the emergency room later that evening with complaints of pain. An angiogram was performed which revealed a complete occlusion of the right common femoral artery. The pt was taken to surgery where the device was noted to have been deployed into the profunda. The device was removed and the vessel repaired. The pt was reportedly doing well post procedure. As of 6/15/1998 there has been no further report of complication of pt sequelae made to the MFR.